Manufacturer narrative:
Product complaint # (B)(4) additional information: d 4. Expiration date, d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? H 4. Device manufacture date, h 6. Type of investigation h6 component code: g07002 - no device problem found testing of device from same lot/batch returned from user investigation summary ==> the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that twelve unopened samples that pertain to the product code vcpb725d were received. This is a control release product. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed, and the pull force result met with the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Testing of actual/suspected sample device investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that six detached needles, two sutures and two needle suture combinations that pertain to product code vcpb725d were received. This product code is control release and requires eight strands single armed per packet. Upon visual inspection of the detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The sutures were inspected, and the insertion end was observed to be as expected. In addition, the needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The functional test was performed in a needle suture using instron equipment and the pull force result met with the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer?, h 6. Component code, h 6. Investigation findings, h 6. Investigation conclusions

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The suture was detached from the needle too easily. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. How many devices that were involved in this single procedure? One. 2. Please clarify when the event occurred (pre op, intra op, post op)? Intra op. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.